Manufacturer narrative:
The tech replaced the caster stems and horns to repair the stretcher.

Event description:
Info rec'd indicates the brake caster wheels will not in brake but the casters continue to swivel.